Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "blue filaments (fibers)" (foreign material present in device). The customer reported blue filaments (fibers) are sticking to instruments. This has been increasing significantly lately. Sometimes we see as many as 50 fibers at one time. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).